Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that none of the buttons were working. The customer stated that a battery out limit alarm occurred after reinserting a battery. The customer also reported that they received a sensor alarm. The customer's blood glucose was 65 mg/dl at the time of incident. The customer stated that the sensor alarm was unable to be cleared. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at the keypad traces. The insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm. The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No sensor alarm noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.